Event description:
It was reported that the patient had trouble recharging. There were coupling or communication issues. An x-ray confirmed the implantable neurostimulation was flipped. A pocket revision was scheduled. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.